Event description:
Baxter received a complaint on a minicap transfer set with (B)(4) lot# h09d27030. Reportedly, "white tap (turning part) is totally broken off from connection site thus not closing tubing and causing leakage even when turn closed". One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned) into the lab in reference to crack/broken. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet was broken completely off. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torking. The reported condition was confirmed in the lab for broken.